Event description:
Medtronic received information that during use of a custom pack, it was reported that the one-way valve was completely broken in half in the pack spec line 15 . The one-way valve in the aortic vent blew, causing a significant mess. The flow through the line was approximately 450 ml/min, and pressure was not transduced through it. The device was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the customer did not see the valve cracked in half. The valve piece was leaking blood onto the floor. The leak was not noticed and was not significant until over an hour into the pump run. Patient blood loss was estimated to be around 100-200ml. A unit of blood was given after the blood loss but it was not definitively due to the incident. There was no damage to any of the packaging. Device evaluation summary: visual inspection shows the negative umbrella valve out of position. The device has the test mark. Functional testing was performed from 0 to 0.5 lpm, there was leaking observed from the negative umbrella valve. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.